Event description:
It was reported the pt is experiencing persistent pain at the ipg site. Pt was to meet with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.